Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd, combined with the patient¿s significant comorbidities. The patient was noted to have a history of chronic kidney disease stage v, dm ii, htn, hld, cad and chronic diastolic heart failure. There has been no allegation of a product deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a patient with a bioprosthetic aortic valve, implanted for two (2) years and 11 months, underwent a valve-in-valve procedure due to severe symptomatic aortic stenosis. A tavr was successfully performed using an edwards transcatheter valve. Aortography and transthoracic echocardiography both demonstrated excellent valve positioning with no perivalvular leak. The gradient on echo was 11 mmhg. There were no complications. The patient returned to the ICU in stable condition. The patient was discharged in good condition on pod #1.

Manufacturer narrative:
Additional manufacturer narrative: it was learned that this valve was replaced due to aortic stenosis secondary to valve deterioration. The patient's 3-month follow-up visit also showed normal function of the new valve. There was no regurgitation or any significant perivalvular regurgitation. There were no adverse events noted since the procedure.